Event description:
Patient was in for a bilateral temporary bx. Patient was draped as usual. When esu was triggered a fire broke out under drape. Result was a burn to patient's neck, face, ear and upper chest.